Event description:
It was reported that the cable for the external pulse generator (epg) would detach from the connection port frequently. Therefore,the cable was returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).